Manufacturer narrative:
The patient¿s meter has been returned on 8/1/2014 and evaluated by lifescan product analysis on 8/16/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lsf) alleging that her onetouch verio iq meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2014 at 10:30 am. The patient stated that she manages her diabetes with pills, diet and exercise, and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿lightheaded¿ 90 minutes after the alleged issue occurred. The patient denied receiving any treatment due to product issue. At the time of troubleshooting, the cca noted that the patient was unable to perform a rapid charge and correct test strips were being used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe hypoglycemia or hypoglycemia, nor receive medical intervention for either of these conditions. However this complaint is being reported as a malfunction because the alleged product issue was not resolved during trouble shooting.